Event description:
Reportedly during the procedure on (B)(6) 2012, a 3.0 x 08 mm xience v stent was implanted in the distal right coronary artery. After the stent was implanted, it was noted that the label of the device indicated that the expiration date of the device was (B)(6) 2012. Per report, the case was challenging due to the patient anatomy, but there were no adverse patient effects and no device malfunction noted. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Use after expiration it is indicated that the device is not returning, therefore, a failure analysis of the complaint device could not be performed. However, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. It should be noted that the xience v/xience nano everolimus eluting coronary stent system instructions for use (IFU) instructs the physician to: note the use-by (expiration) date on the product label. Additionally, the IFU states: do not use after the use-by (expiration) date. Based on the information reviewed, there is no indication of a product deficiency.